Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device alarmed to indicate a charging issue with the internal battery. The device was inspected, and the internal battery and capacitor were not installed in the device causing the service required alarm condition to occur. This would not be considered a reportable event. In addition, the device failed an o2 low flow test step during testing. The device's active exhalation control module was replaced to address the issue. Additionally, the device's rubber feet, handle o-rings, battery fan, power cord retainer were missing. The front enclosure was damaged, and the device had evidence of tobacco contamination.